Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. A recommendation to replace the caster was provided to the hospital, but service was declined.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1506-8600-000 ventilator, continuous, facility use experienced a malfunction causing a loss of ventilation. The report was received from a single source. The reported event did not involve a patient.